Manufacturer narrative:
D4-lot#: not provided. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during priming, leakage was observed at the luer lock, prompting a tubing change. After replacing the tubing, priming was completed successfully without further issue. The person with diabetes (pwd) reported that the pump was tucked into a bra during wear and stated that the area felt wet again today, raising concern for possible continued leakage. The event occurred while in use with patient. The operator of the device was the lay user or patient. There was no patient injury. Patient details were provided: the patient is a 37-year-old, white, non-hispanic/latino female and weighing 120 lbs.